Manufacturer narrative:
Evaluation: method - medical review. Results: medical review - review of this file indicates that the patient experienced a hyperopic change due to the lens shifting. Refractive change over time is secondary to the contraction of the capsular bag which causes the iol to displace posteriorly, causing a resultant change in refraction. There is an increased incidence of this phenomenon in cases where a capsulorhexis is less than 5.5mm. Performing an anterior yag capsulotomy will relieve the tension on the capsular bag and prevent the iol displacement posteriorly. (B)(4).

Manufacturer narrative:
Evaluation method: lens work order search. A lens work order search was performed and there was one similar complaint found. Conclusion: (no conclusion can be drawn): based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Evaluation: method - device history review. Results: based on the results of the DHR review and medical review there is nothing within the manufacturing process that can be identified to confirm this claim. It is highly unlikely that the lens was the incorrect diopter since the diopter verification for (B)(4) was successfully completed and all lenses in the work order were accounted for. Based on the information and facts provided by the surgical center, DHR review, medical review and root cause analysis, it is most likely that the patient's refractive surprise was due to the contraction of the capsular bag which caused the iol to displace posteriorly, causing a resultant change in refraction. This is not a product defect. Therefore, the root cause of this complaint is existing conditions in the patient's eye. (B)(4).

Event description:
The reporter stated that the surgeon implanted the cc4204a collamer plate lens on (B)(6) 2011 and the lens was explanted on (B)(6) 2011 due unexpected hyperopia. The lens had shifted in the eye. The lens was with a 25.5 diopter lens and the pt is doing fine with a va of 20/15. The surgeon indicated the incident was the result o the lens changing position inside the bag.